Manufacturer narrative:
(B)(4). Insulin pump had missing retainer and missing reservoir tube o ring. Insulin pump p cap test reservoir does not lock in place properly and unable to perform the displacement test due to the missing retainer.

Event description:
Information received by medtronic indicated that retainer ring was loose. Customer stated that reservoir was able to lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.